Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable, and subsequently became black and unresponsive. Reportedly, the screen had black lines that blocked the graphics and text. Customer's blood glucose was 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.